Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg report 1 of 2, medwatch report # 3004209178-2011-83618, mfg report 2 of 2, medwatch report # 3004209178-2011-83619.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the insulin pump alarmed no delivery during the basal and bolus process. No further information was provided.